Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, set screw peeled off. Surgeons were placing the rod into the screws on the left side of the patient and the set screw pig-tailed while being place. The fragment was not able to be obtained as it was lost in the huck towel on the mayo stand. The set screw was obtained however for return/investigation. Product came in contact with the patient. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :corresponding mas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.